Event description:
It was reported that the cross arm and flip flop brake assemblies were not working correctly on the 9800 system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cross arm brake assemble was replaced and the flip flop brake was repaired during the service call. The system was tested and found to be working as intended and placed back into service.